Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. Iol returned positioned incorrectly in the lens case. Solution is dried on both surfaces of the iol. Both surfaces of the iol is covered with particulates and fiber. The reported complaint is not observed. The lens material is clear with no depolishing or clarity issues. No root cause identified as the reported complaint "depolishing is observed at the optics level" was not observed. The returned iol has solution dried on both surfaces of the optic and haptics. The reported complaint is not observed. The lens material is clear with no depolishing or clarity issues. Based on the results from the product history record, the products met release criteri the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported de-polishing was observed at the optics level of iol (intraocular lens) in 6 meridian and was approximately 0.2 mm. Additional information has been requested.